Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information has not been provided by the user.

Event description:
The united kingdom customer reported that they are sometimes not seeing staining on the control tissue on the top of the slide. The field service engineer (fse) found that the syringe and stopcock assembly were leaking. The fse replaced the syringe, stopcock and aspiration and dispense check valve which resolved this malfunction. The customer has been able to evaluate the slides or do a second staining. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.